Event description:
It was reported by the customer, implanted, then removed screw (threading issue). Another screw from the same part number - lot number f42154 was used.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report. Device will not be returned.